Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (patient lesion morphology, 90% stenosis, moderate tortuosity). Evaluation conclusion: device failure / lack of effectiveness related to patient condition (patient lesion morphology, 90% stenosis, moderate tortuosity). Known inherent risk of procedure (failure to deliver stent and stent deformation). (B)(4).

Event description:
It was reported that the physician intended to implant a 3.0mm diameter x 15mm length endeavor resolute (rx) drug eluting stent to treat a lesion in the cx of a patient with 90% stenosis, moderate vessel tortuosity and little calcification. The device was prepped with no abnormalities noted. Pre-dilatation was performed on the lesion. It was reported that the device could not move easily while advancing towards the lesion but the physician did not use any force in order to pass the lesion. It was reported that the stent was unable to cross the lesion and when it was withdrawn from the patient, it was noted that the stent structure was deformed. The procedure was completed with a resolute integrity drug eluting stent. No patient injury occurred and no clinical sequelae were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).